Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an unknown procedure, the spider 2 became loose when the patient was positioned. The procedure was successfully completed with a surgical delay greater than 30 minutes and by using a different technique (or techs holding and positioning the patient). No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection of the returned device finds the device returned without the drape clamps and the seal released. The device is scratched and scuffed from use. The rail clamp is no longer secure in the holder. A functional assessment of the device found that when tested with a reference battery, footswitch and drapeswitch the device functioned, pressurizing and releasing as intended; however the distal quick connect failed the 30# test. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with component failure. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. H11: h2: corrected information h6: health effect - impact code.